Manufacturer narrative:
Only fragments of the lal were returned. No additional testing could be performed due to the condition of the returned lens. Section h6 codes were updated. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient with a light adjustable lens (lal, sn (B)(6), +14.0d) presented with a +3.00d postoperative refractive surprise due to the patient's irregular cornea (history of keratoconus) prior to the first light treatment. The lal was explanted on (B)(6) 2024, and another lal (sn (B)(6), +17.5d) was implanted as a replacement. Rxsight's first awareness of this event was on 06/12/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).